Event description:
The physician who performed an omni procedure reported that upon insertion of the catheter into the schlemm's canal, it looped and got caught in the injector tip. This caused an obstruction that resulted in severing of the catheter and difficulty in retracting the device. The broken part of the catheter was retrieved using forceps.

Manufacturer narrative:
The returned device was carefully evaluated and was determined that there is no evidence that the device design or manufacturing process was the cause of the incident. A review of device lot history record concluded that there were no production non-conformances or any other anomalies that would have contributed to this event. Additionally, a review and analysis of most suspected components (i.e., cannula and catheter) was performed and did not find non-conformances or abnormalities (e.g., suspicious patterns) that may have contributed to the reported incident. Ssi reviewed a video of the procedure and determined the severing of the catheter was due to use error where the catheter was manipulated in a way that caused bending and interaction with cannula tip. The video further confirmed that there was no sign of a defective device. Therefore, it was determined that the root cause was due to a surgical technique or use error. This is consistent with the product IFU that provides cautionary statements related to possible kinking or damaging (e.g., severing) of catheter should the steps not be correctly performed.